Event description:
It was reported that a patient came into clinic after feeling presyncopal symptoms. A sensing anomaly on the right ventricular lead was noted by the nurse. The ventricular sensitivity was decreased. The patient would be checked in 3 months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.